Event description:
It was reported on (B)(6) 2022, a 25-30mm amplatzer talisman pfo occluder was selected for implant. During deployment the discs did not take shape and appeared hourglass. The device was removed and exchanged for a new 25mm amplatzer cribriform during device prep the same deformation was noted. The device was replaced with an non-abbott device. The defect was a patent foramen ovale (pfo). There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.